Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Customer's blood glucose level was 142 mg/dl. Reportedly, the customer loaded a new cartridge to resolve issue.